Manufacturer narrative:
The intellanav stablepoint catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, the device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. No leaks detected. The device did not present any visual defects. Catheter was found within specification and passed all relevant testing. Laboratory analysis was unable to confirm the reported allegation.

Event description:
The intellanav stablepoint catheter was selected for use during the procedure. It was reported that air bubble was present during introduction of device. When connecting irrigation, one bubble seemed to get stuck in the connector. The silicone/plastic material could have had the bubble. To prevent bubble entering the bloodstream, catheter is replaced. The procedure was completed successfully without patient complications. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint catheter was selected for use during the procedure. It was reported that air bubble was present during introduction of device. When connecting irrigation, one bubble seemed to get stuck in the connector. The silicone/plastic material could have had the bubble. To prevent bubble entering the bloodstream, catheter is replaced. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.